Manufacturer narrative:
Examination of the returned devices confirms disassociation of the liner and acetabular cup while implanted. Visual analysis finds evidence to suggest the liner was not fully locked into the acetabular cup. All of the anti rotation devices are damaged, four are fractured. The femoral head has extensive damage in the form of metal transfer from contact with the acetabular cup. The inner diameter of the acetabular cup exhibits matching damage, further supporting the disassociation. Uneven/edge loading wear is noted on the articulating surface of the liner. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. It is suspected the acetabular cup was suspected more vertically than recommended. However, positioning cannot be confirmed as no patient x-rays have been provided. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised, the liner had disassociated from the cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).